Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion test, prime/compromised force sensor system, excessive no delivery test, and occlusion test. Unit was tested with a water fill test reservoir. Several bolus were programmed and delivered. Units left displayed properly and matched the units left at test reservoir. The reservoir stayed locked in place and no reservoir anomaly noted. Insulin pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that her blood glucose level was 50 mg/dl. She suspended the insulin pump three hours ago, but her blood glucose level was still around 50 mg/dl. She treated her blood glucose level with glucose tables, packets of sugar, crackers, and peanut butter. The reservoir was not flat but was sticking out. The customer was advised that the device would be replaced and agreed to return the product for analysis.